Event description:
On (B)(6) 2013 high impedance was observed during a follow-up appointment that day. The impedance value on (B)(6) 2013 was 7000 ohms. The device was not disabled. There were no adverse events reported, and there was no reported trauma. The patient recently underwent generator revision on (B)(6) 2013 due to end of service. During the revision surgery, the system was intact, and diagnostics were within normal limits. The patient was referred for x-rays; however, the x-rays could not be reviewed by the manufacturer due to damage to the x-ray cd. Incomplete lead pin insertion was suspected as the cause of the high impedance. Surgery is likely but has not taken place.